Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited low pacing impedance. Additionally, the lead was found to have helix extension issues. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of a helix mechanism issue and low lead impedance were confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.